Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a dissection at the access site was observed. Bleeding with one unit of blood was transfused. A percutaneous transluminal angioplasty (pta) and stent was placed. No additional adverse patient effects were reported.